Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm. Customer states while attempting to delivery a bolus shot, buttons began to cycle and scroll, then a button error alarm was received. Customer's blood glucose was 277 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.